Event description:
This spontaneous report was received on 23-oct-2013 from a female consumer (age unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach total care plus whitening dental floss, for dental cleaning (route ¿ dental, lot number 1363d, frequency and expiration date unspecified). After an unspecified duration, she noticed that the cutter of the device fell off right away. She was unable to put the cutter back into the container and had it stay and work due to which she threw the cutter part of the device and used scissors to cut the floss. This report had no adverse event and the action taken with the device was unknown. This report was considered as reportable malfunction case in the united states.

Manufacturer narrative:
This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on 23-oct-2013 from a female consumer (age unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach total care plus whitening dental floss, for dental cleaning (route - dental, lot number 1363d, frequency and expiration date unspecified). After an unspecified duration, she noticed that the cutter of the device fell off right away. She was unable to put the cutter back into the container and had it stay and work due to which she threw the cutter part of the device and used scissors to cut the floss. This report had no adverse event and the action taken with the device was unknown. This report was considered as reportable malfunction case in the united states. Additional information received on 04-dec-2013. The consumer used the device for general oral hygiene. She mentioned that the container did not break or fall apart when she opened it for the first time instead the entire dispensing unit of the floss broke while she was dispensing the floss. On 08-nov-2013, the sample of reach total care whitening floss, 30 yard (lot number 1363d) was received, which was opened and used without the cutter-insert component. Due to the missing components the complaint could not be evaluated or defect was determined. The insert-cutter component was used to dispense and cut the floss, based on the returned sample conditions, the defect and whether or not the product met specification could not be evaluated, however, the components received (bobbin and dispenser) met specification. A review of the complaint data revealed no unfavorable trends and no trend involving lot number 1363d. A review of the retained sample evaluation, batch record review, manufacturing related issues, trend data and lot did not indicate that reach total care whitening floss failed to meet specifications. The disposition for this complaint was undetermined. Complaint trends would continue to be monitored. This report had no adverse event. This report remains a reportable malfunction case in the united states.

Manufacturer narrative:
The date of this submission is 11-nov-2013. This closes out this report unless other additional significant information is received.